Event description:
Customer was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 50 mg/dl at the time of the incident. Customer was treated wit food. It was unknown that the insulin pump was on auto mode at the time of incident or not. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.